Event description:
The sales representative reported on behalf of the customer that the device, kmr2s, infinity aim meniscal repair device, 25° curved, was being used during a meniscal repair procedure on (B)(6) 2025 when it was reported, ¿he then pulled the trigger to deploy the second implant after re-entering the meniscus & capsule, it made the noise but unfortunately, when he wanted to use the red tensioning wheel, it was gripping onto nothing and the surgeon was left holding a loose string and not even the normal two suture loops usually visible at the front of the meniscus. He then had to go in to try to fish out the first implant (there was no implants remaining in the needle) which took some time. A second device he tried failed in exactly the same way. The total delay to the surgery was 30 mins and the surgeon was distressed and disappointed.¿ an alternate device was used to complete the procedure causing a 30-minute delay. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported injury of foreign body left in patient.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, kmr2s, infinity aim meniscal repair device, 25° curved, was being used during a meniscal repair procedure on (B)(6) 2025 when it was reported, ¿he then pulled the trigger to deploy the second implant after re-entering the meniscus & capsule, it made the noise but unfortunately, when he wanted to use the red tensioning wheel, it was gripping onto nothing and the surgeon was left holding a loose string and not even the normal two suture loops usually visible at the front of the meniscus. He then had to go in to try to fish out the first implant (there was no implants remaining in the needle) which took some time. A second device he tried failed in exactly the same way. The total delay to the surgery was 30 mins and the surgeon was distressed and disappointed.¿ an alternate device was used to complete the procedure causing a 30-minute delay. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported injury of foreign body left in patient.

Manufacturer narrative:
Examinations found no issues with the device assembly process. Examination performed per print. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 17 complaints, regarding 21 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that bending of the device may prevent proper insertion and / or damage the implants and / or suture / compromise needle structural integrity. The device should not be used as a lever. Improper insertion technique may cause breakage of the device, implants and / or suture or premature failure. Proper selection of the needle depth setting of the sleeve impacts ability to deploy implants successfully. Depressing the trigger prior to piercing the meniscus could deploy implants prematurely. Turning the wheel prematurely or in the wrong direction could cause the device to not perform as intended. Do not reload anchors into device. Reloading of anchors may cause repair device and/or implant damage. We will continue to monitor per regulatory requirements to help ensure patient safety.